Event description:
Caller reported a malfunction on the pump, which was accompanied by a cartridge alarm prior to the pump malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. A pump replacement was initiated due to persistent issues, and backup therapy was established using a secondary insulin pump to ensure continuous insulin delivery. The customer was provided with instructions on returning the malfunctioning pump and advised on receiving the new replacement pump.